Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited oversensing and low r-wave amplitudes resulting in multiple inappropriate shocks. The patient was subsequently hospitalized for further evaluation. Device data was sent to technical services (ts) for review. There was an inappropriate shock delivered in three episodes on the same day. An x-ray was performed and noted that the electrode was identified as being high in comparison to the cardiac mass. This system remains in service. No additional adverse patient effects were reported.